Manufacturer narrative:
(B)(4). Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. The unit passed the delivery accuracy test at 0.08760 inches. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018, for a high blood glucose of 577 mg/dl. The customer experienced nausea and dizziness. They were wearing the insulin pump within 48 hours of the reported incident. The customer was treated in the ICU with manual injections. Troubleshooting for the high blood glucose was declined. However, the customer alleged that the insulin pump was not functioning properly. The insulin pump was returned for analysis.